Event description:
It was reported that patient went to the hospital and was hospitalized due to wearing the pod. The patient experienced a communication error. No additional information was provided. The patient was released the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.